Manufacturer narrative:
The kit, smartcard data and photos associated with this complaint were returned for analysis. The smartcard data indicated that the prime was completed successfully. Several system pressure alarms and blood pump error alarms were seen during the treatment. A return pressure alarm, air detected alarm, and a system error alarm were also noted before the treatment was aborted. The photo shows the drive tube broke in a location between the bearing stops. Neither bearing was still on the drive tube after the break occurred. The manufacturer examined the returned drive tube and kit and neither bearing stop could be moved by hand along the axis of the drive tube. The ends of the drive tube, where the break occurred, were frayed indicating that the drive tube wore against the wall of the centrifuge chamber. The circumferential groove on the upper bearing stop indicates that it wore against the upper bearing retainer in a way that indicates the upper bearing was not properly installed in the upper bearing retainer. (B)(4).

Event description:
Customer called to report a drive tube break at approximately 244 ml processed. Customer reported 3 system pressure alarms occurring before this, which after the 3rd system pressure alarm, the operator reported that she took the bowl out, shook it and put it back in. The operator insisted that the bowl and drive tube were put back in correctly. When the bowl started back up, a loud noise was heard and it was immediately noticed that the drive tube was broken. Treatment was aborted. Patient was stable. Service was dispatched ((B)(4)). Customer returned the kit for investigation and provided photos for evaluation.

Event description:
Customer called to report a drive tube break at approximately 244 ml processed. Customer reported 3 system pressure alarms occurring before this, which after the 3rd system pressure alarm, the operator reported that she took the bowl out, shook it and put it back in. The operator insisted that the bowl and drive tube were put back in correctly. When the bowl started back up, a loud noise was heard and it was immediately noticed that the drive tube was broken. Treatment was aborted. Patient was stable. Service was dispatched ((B)(4). Customer returned the kit for investigation and provided photos for evaluation.

Manufacturer narrative:
A review of lot c365 was performed and there were no non-conformances related to this complaint. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for alarm #18: system pressure nor for drive tube leak/break. Corrective and preventive actions were initiated for alarm #18: system pressure and for drive tube leak/breaks. Service order (B)(4) completed: field engineer replaced leak strip, o-ring and centrifuge door. Successful completion of system checkout. The product return investigation is still in progress at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).